Event description:
A customer reported their wife obtained high readings on their precision xtra blood glucose meter. The customer felt hypoglycemic and took some glucose tablets, but obtained a reading of 17.8 mmol/l. The customer took 3 extra units of insulin and 4 units of daytime fast acting insulin. The customer could not recall if they washed their hands prior to testing. The customers' husband called the paramedics after the customer lost consciousness. Paramedics tested the customer and obtained a reading of 1.09 mmol/l. The paramedics administered a glucose drip.

Manufacturer narrative:
Customer returned a precision xtra blood glucose meter. The complaint was not confirmed and no new issues were observed. All results were within range specification, and no errors were observed during control soluting testing.